Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer alleged that the cartridge was not delivering insulin; however, no damage was observed to the cartridge. The customer went to the emergency room (ER) and was subsequently was hospitalized on (B)(6) 2018. Fluid and saline drip were administered to the customer and the customer was released from the hospital on (B)(6) 2018. Reportedly, the treatment resolved the issue with no permanent damage to the customer.